Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on her insulin pump. She also stated her device alarmed during priming and insulin was squirting out. Customer's blood glucose was 154 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is unable to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
During testing the insulin pump alarmed motor error due to faulty force sensor resistor. No other tests could be performed due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with scratched display window, cracked reservoir tube lip and cracked battery tube threads.